Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level in the 40s mg/dl range; cause was unknown. No additional information was provided regarding this event.